Event description:
Tip of septum knife (approximately 3/4 in.) Broke off during procedure for sinusitis. X-ray performed; piece was located and removed from patient during procedure. No apparent injury or increased length of stay as a result.